Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the reported event of inaccurate cgm values. A definitive root cause could not be determined. It was reported that calibration was performed during rapid rate change. Labeling indicates: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Look for rate of change arrows on your display device screen and don't calibrate when you see: a single arrow, pointing up, rising 2-3 mg/dl each minute. Two arrows pointing up, rising more than 3 mg/dl each minute. Single arrow pointing down, falling 2-3 mg/dl each minute. Two arrows pointing down, falling more than 3 mg/dl each minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event. It was reported that the patient did not calibrate after experiencing inaccuracy and did not enter fingerstick values promptly into the cgm device. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.